Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital e1: initial reporter address: (B)(6) e1: initial reporter city: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the distal luer connection area. This occurred during preparation/production. The device contained fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between july 24, 2023 and july 25, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.